Event description:
The patient contacted lifescan in august 2005 and alleged that their one touch ultra meter was reading inaccurately erratic. The patient reported blood glucose results of 108 mg/dl, 57 mg/dl, and 42 mg/dl with a lifescan meter, performed within 10 minutes of each other. During troubleshooting with the customer service agent in august 2005, it was verified that the meter was in the right unit of measurement (mg/dl) and that it was coded correctly. The test strips were in good condition and within the expiration date. The patient was walked through two consecutive control solution test and the results fell outside the specified range. The patient did not receive any medical treatment or intervention. Based on the failed control solution tests. There is indication that the product malfunctioned and the event meets the criteria for a medical device reportable however, there is no information to suggest that the patient experienced injury due to the product. Therefore, this case is reported as a product malfunction a replacement meter and test strips were sent to the patient.